Event description:
It was reported that indicated battery charge on insulin pump increased rapidly in short period of time, but pump did not shut down and battery level did not drop to very low level. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged pump replacement, confirmed shipping details, instructed customer to place pump in storage mode, return malfunctioning pump with prepaid label, and program settings and reconnect continuous glucose monitor on replacement pump.